Event description:
A us distributor reported that a charger was displaying an error code when charging a battery pack.

Manufacturer narrative:
Device evaluation of integrated charger has been completed. The reported problem (displays error code when charging battery pack) was due to contamination on the battery board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.